Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00875101336 lot number: 64181557 brand name: xlpe liner. Catalog number: 00877503603 lot number: 2962205 brand name: biolox delta head. Catalog number: 00771101100 lot number: 64145147 brand name: m/l taper stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the surgeon decided to revise the cup on the same day to change position of the cup. A different size acetabular cup was utilized. Attempts have been made and additional information on the reported event is unavailable

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.